Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for erroneous platelet count with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Refer to CAPA (B)(4). Conclusion: unconfirmed complaint. Refer to CAPA (B)(4).

Event description:
It was reported that clots were found in 1 out of 3 of the bd vacutainer® plus k2edta tube (13x75,3ml) with the lavender bd hemogard¿. Also low value of thrombocyte was found by the clinical pathologist with the same lot number. No serious injury or medical intervention reported.